Manufacturer narrative:
Investigation summary: an (B)(4), (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20105778. The customer indicates that the piston of the (B)(6) would not close upon disconnection from the connecting product, however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105778 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the (B)(4), (B)(6) product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the (B)(4), (B)(6) product in the past 12 months.

Event description:
It was reported that the bd (B)(6) positive pressure connector experienced a stick down of the needle-free valve. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was maintaining the catheter for the patient, she connected the needle-free connector to flush the catheter and found that the needle-free connector could not rebound, and replaced the needle-free connector in time. Although there were no adverse consequences, there was a risk of contaminating the infusion route and causing air embolism.